Event description:
It was reported that an atherectomy h1-m hawkone m device was used during treatment of a peripheral arterial lesion in the right distal superficial femoral artery with calcified plaque and 80% stenosis, the inner plunger broke during use. The target vessel diameter was reported as 6 mm, with minimal tortuosity and minimal calcification. A 6fr ansel sheath and a .014 runthrough guidewire were used, embolic protection was not used, the vessel was not pre-dilated, post-dilation was performed. The device was safely removed from the patient, and the procedure was completed using a new h1-m device. The patient was reported to be alive with no injury and no health consequences or impact. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. A visual inspection found the that the cutter was detached from the driveshaft. The detached cutter remains inside the housing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.